Manufacturer narrative:
U.s. Reporting agent notified: (B)(6) 2014. Complaint description: wound healing disorder. Samples received: none. Analysis and results: there are no previous complaints of this code batch. There are no units in OEM stock. Novosyn biocompatibility has been tested according iso 10993 series in numerous experiments and the test results confirm and demonstrate harmlessness of novosyn. Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to specifications. Sterilization method using ethylene oxide has been validated for this product. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Wound healing disorder.